Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/10/2016, that on (B)(6) 2016, an adverse event occurred. It was reported that the patient experienced a low. The patient was found unconscious by her daughter, at about 10am. The patient's daughter gave the patient juice, sugar and glucose tablets. The patient states that her blood glucose (bg) reading was 18mg/dl. The patient did not go to the hospital or seek treatment for this. Condition of the patient at time of contact was that she is fine now. No allegation to the dexcom system was made. It was stated that patient was not wearing the dexcom system at time of event. No additional event or patient information is available.